Manufacturer narrative:
Additional information was received that the reason for the revision was that the patient was experiencing inadequate stimulation and frequent charging issues with the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The device was not returned to bsn.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.